Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that data presented as a vertical line of dots. It was determined a data transfer from one area of the device memory to another occurred, the waveform suspension feature was not created, and the electrogram information was missing. Also, the pacing rate was found to be below the lower programmed rate. Additionally, the right ventricular lead displayed t wave post pacing over-sensing and the right atrial lead displayed far field r wave over-sensing. The device and leads remain in use and no patient complications have been reported as a result of this event.